Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer a scan result of up to 50-60 mg/dl on the adc device in comparison to unspecified reading on an adc meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not report any symptoms but required frequent monitoring. The customer was unable to self-treat and was provided with juice and two units of insulin (type unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 61 mg/dl was compared to a glucose reading of 191 mg/dl from an adc meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 2 days. However, it is unknown when these readings were obtained in relation to the reported medical event.